Event description:
The customer called to report that her pod initiated an occlusion alarm within the first four hours of operation. A kink was seen in the cannula, though no blood was noted. Her bg levels at the time were high (greater than 250 mg/dl). The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.